Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector unlocked on the lcd board. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or displacement test due to unresponsive buttons. The keypad traces was inspected and no anomalies noted. The drive support disk was inspected and no anomaly was noted. The insulin pump had cracked case at the display window corners and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump is stuck at the home screen. Customer's blood glucose was 64 mg/dl at the time of incident. Troubleshooting found that the drive support cap was flush at the end of the device and not recessed into the unit. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.